Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints.

Event description:
Customer reported that the hub of a ultrathane mac-loc locking loop multipurpose drainage catheter leaked. Fluid leaked between the hub and the mac-loc while the user was flushing the device. The event was noted prior to device insertion. There are no adverse patient consequences. No further event or patient information was provided. It is opined that a replacement device was obtained.